Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl and bupivacaine for non-malignant pain. It was reported that the handset screen froze up last night and they were not able to get a bolus. The patient stated they called at 4am last night about the issue. The patient stated they turned the ptm off and back on and the screen came up with a black screen with a bunch of text all over it that said reboot and a whole bunch of options and they did not know what to do so they tried to turn ptm off again and half of the screen disappeared and they could not turn the ptm on or off. The patient reported they plugged the ptm into the charger and was able to turn off the ptm and turn it back on. The patient asked if it is possible that the issue will happen again. The manufacturer's patient services specialist (pss) asked clarifying questions and patient stated the screen get stuck at 91% since couple years ago and it takes a long time to connect to pump. The patient stated they get 8 boluses a day. Pss reviewed device function. Pss assisted the patient with clearing the data and recommended that patient monitor the device and callback if the issue persisted. The troubleshooting steps taking on the call resolved the issue.